Event description:
During the device evaluation, the following reportable malfunction was found: insufficient or incorrect reprocessing, the foreign material could not be removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 and h6 (problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be identified. The event may be prevented by handling the device in accordance with the following instructions for use: chapter 3 "compatible reprocessing methods" chapter 4 "reprocessing workflow for endoscopes and accessories" chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" chapter 6 "reprocessing the accessories" chapter 7 "reprocessing endoscopes and accessories using an aer/wd" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope experienced a disturbance of the image, and a formation of stripes. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had corrosion but no liquid or foreign material came out. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the disturbance of the image and formation of strips could not be duplicated. The device evaluation found that the forceps channel port had corrosion but no liquid or foreign material came out. Additional findings include the following: the cover of the heater cable was peeled, the circuit board unit in the scope connector had discoloration due to water leakage, the plug unit had discoloration due to water leakage, the scope connector had discoloration due to water leakage, the image guide bundle had significant breakages, the image guide bundle had a stain, the distal end was shaved, the adhesive on the bending section cover had a crack, the connecting tube had a dent, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the ultrasonic connector had discoloration due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.